Event description:
It was reported that the patient presented upon discovering their implantable cardioverter defibrillator could not successfully complete its device check. Further investigation found the device exhibited loss of bluetooth (ble) telemetry. No intervention was performed. There were no patient consequences.